Manufacturer narrative:
Siemens became aware of the reported issue on december 1, 2014 and this MDR is being mailed on december 30, 2014. The investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2014 that during a scan of a patient the patient kicked the sealing ring of the system causing it to be broken. It was reported that the broken edge at the seam most likely was caught by a rotating part in the gantry and caused a large hole in the sealing strip of which the customer is concerned that there was a potential for the patient or attending hospital personnel to become injured.